Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2023-19379. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Healthcare professional later reported rupture. This record is for the left side. Device was explanted and replaced.

Event description:
Patient reported rupture. Healthcare professional later reported rupture. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Corrected data: g.3. Aware date in previous medwatch should have been listed as 17jul2025.